Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient stopped charging their system over three (3) years ago. Ipg was deemed inoperable to which surgical intervention may be taken at a later date to address issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Surgery resolved the issue where the ipg was explanted and replaced.